Manufacturer narrative:
According to information from service team during onsite visit a few days prior this event the field service engineer (fse) found the assembly in the unit was loose and that leads to cut variation and wrong ablation results. The fse fixed it, verified the system with old scanner unit and got stable cuts and ablation check results. The fse did calibration using scan run and got maximum position values. The fse replaced the z scanner unit along with its mechanical assemblies and performed full service installation record. The fse continuously observed the system two days for any abnormalities. The result was stable. The customer complained that the cuts were a little bit thicker (about 10-15microns) after checking it with the online pachymeter. The fse concluded that the system is stable. Flap thickness verification could not be performed. Review of the logfiles for the day of treatment shows no error or warning that could contribute to the reported event. During start-up of the system the vacuum check, the energy check and the ablation tests were performed without error. The logfile shows the energy was stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated the surgery with the recommended setting. No abnormality regarding z-offset setting can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a thicker flap compared to the targeted flap thickness. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.